Manufacturer narrative:
The device was received for evaluation. During functional testing, not infusing properly was reproduced. Fow accuracy testing was performed and found the error percentages of -7.084 and -2.1425. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plates. The pressure plate requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse properly during therapy in the intensive care unit. The patient was moved to another pump for the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.